Manufacturer narrative:
Weight, ethnicity, race: unk. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm tmicl13.7 lens, -12.5/+2.5/089 (sphere/cylinder/axis) into the patient's right (od) eye on (B)(6) 2019. The surgeon states the lens is too large and the vault is too high. Reportedly, the lens remains implanted. Attempts to obtain additional information or updates have not been successful.

Manufacturer narrative:
Previously stated that the lens remains implanted. Updated information: the lens was returned to the manufacturer and evaluated, therefore lens has been explanted. No additional information available. Is this a single-use device that was reprocessed and reused on a patient?: unk. Device evaluation: the lens was returned in liquid, in a lens vial, inside of a sterilization pack. Visual inspection found that the there was a tear in the haptic. Patient code updated: 3191 no code available (secondary surgery, lens explant). Claim#: (B)(4).